Manufacturer narrative:
Foot release lower link.

Event description:
It was reported by service report that the black release rod was broken and the cot was unable to raise or lower. No pt involvement or adverse consequences are reported.